Manufacturer narrative:
According to the facility, on (B)(6) 2025, the pressure bag slowly deflated. The "pressure was set to 300mmhg for arterial line. Patient's bp via the arterial line was noted to be lower than previous readings, waveform dampened, line was flushed and recalibrated, pressure bag noted to deflate to 200mmhg." This occurred twice in 1 hour span. The facility reports there was no serious injury or medical intervention required as a result of this incident. Per the facility, the patient passed away, however "not from any complications of this incident." No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on (B)(6) 2025, the pressure bag slowly deflated. The "pressure was set to 300mmhg for arterial line. Patient's bp via the arterial line was noted to be lower than previous readings, waveform dampened, line was flushed and recalibrated, pressure bag noted to deflate to 200mmhg."